Event description:
It was reported that the battery depleted suddenly to eol. The device was explanted.

Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported the device continuously beeped and the display became erratic. No other details regarding the nature of the event were provided. Since the event occurred after cardiopulmonary bypass, there was no pt involvement during this event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The premature battery depletion was confirmed in the laboratory. Testing on the bench and in the automated test system with a replacement battery found no anomalous current. Temperature and humidity testing also found that the device had a normal current drain. The battery was sent to the vendor. Destructive analysis found no conclusive evidence to explain the sudden depletion. The cause of the battery depletion was undetermined.